Event description:
It was reported that the programmer's keyboard was broken. It was further noted that it was to be included in the inventory pull back initiative as a trade-in device. The programmer was returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the keyboard hinges were broken and that the electrocardiogram connector on the link electronic module board was loose. The device was contaminated beyond economical repair and was to be scrapped. (B)(4).